Event description:
The following was reported to hamiton medical ag: customer using this vent as a neonate unit running it in ncpap with a canula. Started experiencing technical event 233004 errors as well as flow sensor calibration needed during ventilation. This is the second unit they experienced this issue on, as well as it being the same patient. Replaced the unit with a different vent, no patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field updated. The investigation and the review of the event demonstrated that the event can be now classified as non-reportable. The device was investigated. During the investigation, the issue experienced could not be reproduced. Nevertheless, the device went through an upgraded software from 3.0.2, all of service software, pre-op, and functional checks prior being released for used. The reported issue with technical event 233004 errors and flow sensor calibration needed occurred during ventilation. The patient was exchanged to another device. Nevertheless, the issue did not lead to any patient harm. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer using this vent as a neonate unit running it in ncpap with a canula. Started experiencing technical event 233004 errors as well as flow sensor calibration needed during ventilation. This is the second unit they experienced this issue on, as well as it being the same patient. Replaced the unit with a different vent, no patient harm reported.